Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip was implanted on central side of septal and anterior leaflet and second triclip was implanted on the central side of septal and posterior leaflet. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) for the second triclip and the clip was no longer attached to the septal leaflet. Tr was increased to grade 4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.